Event description:
Ous MDR - after an implantation period of about 53 months, it was reported that the device could not be interrogated. Furthermore, it was reported that the patient mentioned about three shocks he had received. Apart from the shocks no further adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the ICD was not interrogatable, confirming the clinical observation. Therefore the memory content of the device could not be read. The ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. The damage of the electrical module led to a high current condition, depleting the battery. Therefore the device could not be interrogated properly. Also the memory content of the device was not restorable as a result of the battery depletion. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. In summary, the ICD was damaged due to a shock delivery into an external short circuit. Based on the damage symptoms of the electronic module the short circuit occurred clearly in the shockpath outside the ICD. The manufacturing records document a flawless device production. There was no indication of a material or manufacturing problem.